Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced eroded mesh, discharge, pelvic pain, stress urinary incontinence and recurrent vaginal prolapse, rectocele, cystocele and perineocele. An excision of the mesh was performed.